Manufacturer narrative:
One 10f fast-cath introducer sheath was received for evaluation. The dilator and guidewire assembly were also received. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Event description:
During an atrial fibrillation procedure, after placing the sheath into the patient and prior to inserting any catheters or the transseptal needle, air was aspirated into the syringe that connected to the extension port of the sheath. Several aspirations were attempted, but the issue remained. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.